Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of four for the same event. Reports two through four are reported on MFR #0001032347-2016-00648 through 0001032347-2016-00650.

Event description:
It was reported that a custom pre-bent implant broke because the surgeon bent the plate multiple times. It is reported the surgeon bent the plate to the model prior to implantation and the plate broke in the area where the surgeon bent it as the surgeon was inserting the last screw. It is reported the surgery was completed using a new plate. It is reported the entire plate was able to be removed. It is reported that there was no foreign body retained in the patient. It is reported the delay was fifteen to twenty minutes.

Manufacturer narrative:
The implant was received on 11/8/16. The screws were discarded by the hospital; therefore they will not be returned for an evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The product was visually evaluated. It can be seen that the plate fractured through one of the screw holes; therefore the complaint is confirmed. The most likely underlying cause of this complaint was determined to be excessive force being applied to the implant after excessive contouring. According to the evaluation, there are no indications of a manufacturing defect.